Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the stent delivery system was returned for analysis. The device was received with the stent detached from the delivery system. The stent of the device was not received for analysis. A review of the stent crimp settings for the complaint device highlighted no abnormalities prior to shipment. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. The balloon material was found to have the stent impressions on its surface indicating that the stent was crimped per process in the correct location during manufacturing. The hypotube and shaft polymer extrusion were both kinked at various locations along their length. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement inside the patient occurred. The target lesion was located in a coronary artery. A 3.50x16mm promus premier¿ drug-eluting stent was advanced to treat the target lesion. However, during procedure, the stent came off from the balloon. The stent was then retrieve using a snare. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement inside the patient occurred. The target lesion was located in a coronary artery. A 3.50x16mm promus premier&#10244;rug-eluting stent was advanced to treat the target lesion. However, during procedure, the stent came off from the balloon. The stent was then retrieve using a snare. No patient complications were reported and the patient's status was fine.